Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Manufacturer narrative:
Correction to g.3 aware date of supplemental medwatch emdr-62228. Aware date should have been listed as 11/26/2024.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii. Device has been explanted. Physician later confirmed the previously reported event of "capsular contracture, baker grade iii. " was for the contra-lateral side record only. This record is no longer reportable to the FDA and will be un-reported.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Manufacturer narrative:
Additional, changed, and/or corrected data: b2 b5 h6. This record is no longer reportable to the FDA and will be un-reported.

Event description:
Physician later confirmed the previously reported event of "capsular contracture, baker grade iii. " was for the contra-lateral side record only. This record is no longer reportable to the FDA and will be un-reported.